Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that 7 samples, resulting as positive on the liaison sars-cov-2 s1/s2 igg assay, resulted as negative with other serology assays (beckman and abbott serology assays). The customer is a reference laboratory that was sending positive samples to other laboratories to help with their validations. Kit lot 358005 was used and no further patient samples were available for repeat testing. Based on internal data, obtained testing 500 samples collected from a transfusion center, the specificity found for the investigated kit lots (358005 as well as other two lots, 358007 and 358008) was within claim. The complaint was classified as not confirmable. As reported in the IFU, the clinical performance of the involved assay was based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and, since most of the competitor tests are not designed to detect neutralizing antibodies, differences may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that 7 samples, resulting as positive on the liaison sars-cov-2 s1/s2 igg assay, resulted as negative with other serology assays.